Event description:
It was reported: pt was implanted with acufix 2-level construct in 2005. On the one month follow-up x-rays, it was noticed that two screws appeared to have backed out. The the pt was re-operated one month later, with the intentions of removing the backed out screw and replacing with a wide-root screw. However, once the pt was opened up, it was realized that they were fully fused. Therefore, the construct was removed and not replaced.